Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.

Event description:
It was reported that, during a coronary drug eluting stenting treatment procedure, that stent damage occurred. The customer reported that the 3.00 x 16 mm "taxus stent would not cross lesion - when removed - strut was noticed to be protruding from the balloon." The procedure was successfully completed with a non-bsc stent. There were no pt complications reported.